Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump was dropped before the malfunction occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged 340-350 mg/dl.